Event description:
Reporting status: serious injury/required intervention. Reporting rationale: restenosis requiring intervention. Device issue: no device malfunction has been reported. It was reported via a trial that in 2008, the pt underwent stenting of the mid rca 1st ob mar and the mid lad with four xience v stents. In 2009, the pt experienced chest discomfort relieved with ntg. The pt was admitted to the hospital six days later. Diagnostic coronary angiography was performed - results not reported and aspirin was administered. The next day, the pt underwent percutaneous coronary intervention to the prox lad. The pt was stable and discharged the following day. There is no add'l info available.

Manufacturer narrative:
Results and conclusions summation: stenosis and angina, as noted in the xience v instructions for use (IFU), are known adverse events associated with coronary stenting. These known pt effects are not necessarily an indication of a product quality deficiency. Additionally, stenosis, angina, and hospitalization are listed in the risk assessment matrix as no-fault post-procedure complication. Since there was no reported product malfunction, there does not appear to be any indications of a stent delivery system (sds) quality deficiency.